Event description:
It was reported to medtronic neurosurgery that the doctor found there was a crack in the middle of the ventricular catheter. According to the report, the doctor used a new device to complete the surgery. Reportedly, the device did not have patient contact and the patient¿s current status is normal.

Manufacturer narrative:
The returned catheter was patent. However, it did not meet the requirements for the leakage test. A small tear was observed about 10.7cm from the proximal end of the catheter. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. (B)(4).